Manufacturer narrative:
Batch review performed on 01 february 2022. Lot 1811442: (B)(4) items manufactured and released on 29-march-2019. Expiration date: 2024-march-13. No anomalies found related to the problem. To date, 110 items of the same lot have been sold without any similar reported event.

Event description:
At 2 years after the primary, the patient came in reporting pain and instability and the cause is unknown. The surgeon revised the poly (10 mm to 20 mm) and surgery was completed successfully.